Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead showed an automatic threshold test detected as greater than programmed amplitude or suspended. It was discussed that the rate was too high. Ra lead channel under sensing was discussed as well. Options for optimizing programming were discussed and the health care professional confirmed the patient was going to office the same week for pacing optimization. The pacemaker and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.